Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2015, the patient experienced peritonitis. The telephone number for the contact was reported as: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The cause of the peritonitis was not reported. On unreported date(s), the patient was treated with unspecified therapy (route, medication, dosage, frequency, and duration not reported) that was per protocol for the peritonitis event. It was not reported if dianeal therapy was ongoing for this episode, but one day prior to the receipt of this report, the patient was transferred to hemodialysis therapy and it was reported that the peritoneal dialysis catheter would be removed. The patient was recovered from the peritonitis. No additional information is available.